Manufacturer narrative:
Updated fields: h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse initially reported that the power supply and power supply monitor board need to be replaced. However, after the replacement the failure persisted. The device was reassessed and power cord failure was suspected. This resolved the issue. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported that there was no mains power to the cardiosave intra-aortic balloon pump (iabp) unit and it was operating on battery power. There was no adverse event reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.